Event description:
It was reported a balloon developed a leak on the first inflation at approx 11-12 atmospheres during a renal angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received for evaluation. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lesion which co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinfalte and remove carefully."

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a pin-hole leak over the distal ro marker. A clamp mark was noted on the shaft severely crimping the lumens 30cm from the distal tip. Scratches were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was used in calcified lesion. Co believes the above factors contributed to this event and do not attribute it to the device.